Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient developed a seroma at the implant site. On (B)(6) 2015, the patient was prescribed oral antibiotics (duration not reported). The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent a procedure to have the seroma drained (date not reported). This report is filed january 26, 2016. The implanted device remains.